Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after disconnecting from the pump for several hours prior to dinner and then consuming a meal that included chicken tenders; the user reported a highest glucose of approximately 390 mg/dl and remained above target for 4¿5 hours without using backup insulin therapy or ketone testing, and there were no alerts or alarms reported. Symptoms included elevated blood glucose without physical complaints. Outcomes included no medical intervention, no hospitalization, and eventual return to target range within approximately two hours after a fingerstick of 380 mg/dl. Investigation included troubleshooting and user education on avoiding disconnection except for physical activity. Investigation of this case revealed no device alarms and no confirmed device malfunction, with user behavior of disconnection prior to a meal identified as a likely contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.